Event description:
The lay user/patient contacted lifescan alleging that her onetouch ultralink meter was having the following power related issues: display frozen, which was unresolved with troubleshooting. In addition, the patient also reported she was unable to code the subject meter, which was also unresolved with troubleshooting. There were no allegations of harm of injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.